Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a cosmetic external driveline repair was requested for a patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline, as well as review of the submitted image, confirmed superficial damage to the outer jacket; although a specific cause for the observed damage could not be conclusively determined, it did not appear to have contributed to an electrical issue. A cosmetic distal end driveline repair was performed on 12feb2026. Provided information indicated that the entire exterior of the driveline was replaced with no issues. Approximately 17.5¿ of the external portion/distal end of the driveline was returned for evaluation. The outer jacket was covered in a thick layer of rescue tape along the length of the cable. The pins of the controller connector appeared unremarkable. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape, large tears in the outer jacket were observed at approximately 2.5", 7.5", and 14.5" from the controller connector, with the outer jacket missing from approximately 15.0" -17.5" from the controller connector. The damage penetrated through the outer jacket only, revealing the underlying bionate layer which remained intact. Visual and microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation, and no underlying conductors were exposed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage that would have contributed to an electrical short. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (b)(60, with no further related events reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the driveline repair was performed on 12feb2026. Extensive twisting was noted along with heavy rescue tape applied. The entire exterior of the driveline was replaced with no issues.